Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had packaging anomaly. Customer's blood glucose at time of incident was unknown. Customer got supplies and her reservoir are not locking into pump. Customer was already on backup plan which she will continue to use.